Event description:
According to the customer on (B)(6) 2023 her mother was walking with the device when her foot hit the back wheel and caused her to lose her balance and fall.

Manufacturer narrative:
According to the customer on (B)(6) 2023 her mother was walking with the device when her foot hit the back wheel and caused her to lose her balance and fall. Per the customer when her mother fell she hit her lip and face on the plastic portion of the wheel by the brake. Per the customer her mother had to go to the emergency room where they provided stitches on the laceration located on her mother's lip. Per the customer the device did not malfunction. No additional information is available at this time. The sample was not returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.